Manufacturer narrative:
D2b: qrb.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted leads were not returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6). Batch: 18467313.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure.